Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures are known potential adverse events associated with the overall thv procedure and may require intervention. There are several potential etiologies for ventricular perforation during a thv procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. Per the instructions for use (IFU), cardiac perforation is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. With the limited information available, the exact cause of the cardiac perforation cannot be confirmed but may be related to the mechanisms above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. H3 other text : the device was discarded at the facility.

Event description:
As reported by our edwards lifesciences japanese affiliate, during a transcatheter aortic valve replacement (tavr) procedure, left ventricle (lv) perforation occurred. Cut-down drainage of the pericardial effusion as well as a thoracotomy were performed. After balloon aortic valvuloplasty (bav) with a 9350c20 transfemoral balloon catheter, pericardial effusion was noted. After the valve was implanted, contrast agent was seen seeping from lv anterior wall. The blood pressure lowered; but as it was considered stable, percutaneous drainage and protamine reversal were executed. The pericardial effusion was drained via cut down and the patient's blood pressure rose and cvp lowered; however, the amount of pericardial effusion began to increase again. Thoracotomy was executed to achieve hemostasis. The bleeding from right atrial side of lv anterior wall was confirmed and manually compressed. The damage was repaired with a patch and hemostasis was achieved. Per the surgeon, there is a possibility that the guidewire or pigtail catheter damaged the lv wall.